Event description:
A customer reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite the pump being out of warranty, technical support confirmed the alarms and arranged for a replacement pump. Meanwhile, the customer received a loaner pump and later obtained a new pump through insurance. The loaner pump was returned after the customer received their new pump.